Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure. A reboot of the system restored functionality.

Manufacturer narrative:
A ge oec service rep responded by phone and explained the known lock-up issue. The customer cancelled the service request. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.